Event description:
The device was applied during a total abdominal hysterectomy procedure. The staple line was incomplete. The surgeon used another instrument to complete the procedure. No pt injury reported.

Manufacturer narrative:
5/01/97-supplemental report #2 submitted to FDA. Corrected device evaluation result code entered in h6. The device evaluation results codes submitted on 1/2/97 in supplemental report #1 be disregarded and replaced with result code 170.